Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, both the internal and external balloon ruptured. The case was aborted and the patient was under general anesthesia. After the procedure, the patient was not completely aware of where they were and what had happened. The patient's hospitalization stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 58234, was returned and analyzed. Visual inspection of the balloon catheter showed that both balloons were ruptured, and the balloons were filled with blood. There was no kink or breach on the guide wire lumen. Smart chip reading showed there were five applications performed with the catheter on the date of the event. After dissecting the balloon catheter handle, there was blood in the service loop and vacuum chamber. In conclusion, the reported double balloon rupture was confirmed through visual inspection. The balloon catheter failed the returned product inspection due to the double balloon rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed five applications were performed with afapro28 with lot number 58234. The files indicated system notice 50032 that the safety system detected a compromised outer vacuum, was received. It was also noted system notice 50005, that the safety system detected fluid in the catheter and stopped the injection, was received. The system notices could be possible indications of a balloon rupture. In conclusion, the double balloon rupture could not be confirmed through data analysis. Analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.